Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with 200 units of insulin. Reportedly, the customer used cold insulin in the cartridge. As the issue had occurred in the past, tandem technical support was unable to troubleshoot the reported event. The customer continued using the same cartridge and was able to observe the insulin gauge decrease as intended. Recommendation was made by tandem technical support for the customer to use room temperature insulin per pump labeling instructions. There was no impact to the customer's blood glucose level.